Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller was not good. Patient said the controller didn't hold a charge, would lock up, shuts down and wouldn't permit them to use the stimulation. Patient also said the stimulation would go up way too high without them touching the controller and said they would go into bed at night and lay down and stimulation would go up high. Patient said today it took them 2 hours to charge the implant up 20% and they were in agony with neuropathy pain without the stimulation doing anything. Agent asked event date, patient said the issues had been going on for a while and they had been tolerating it, but progressively got to a point where the controller had a mind of its own. A replacement controller and battery pack were sent out.